Event description:
It was reported that the burr detached. The target lesion was located in the severely calcified artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the burr became separated upon withdrawal inside the patient. A balloon was brought to the distal part and inflated to completely remove the device. The procedure was completed with no patient complications were reported.

Event description:
It was reported that the burr detached. The target lesion was located in the severely calcified artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the burr became separated upon withdrawal inside the patient. A balloon was brought to the distal part and inflated to completely remove the device. The procedure was completed with no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Visual inspection found that the coil was stretched and detached at the burr. Product analysis confirmed the reported event as the burr was found to be detached and moveable on the returned rotawire, and the coil was found to be stretched and detached.